Event description:
During an initial implant procedure, the stylet was unable to advance into the right atrial (ra) lead. The ra was explanted and replaced to resolve event. The patient was stable with no consequences.